Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the renal artery. A 7.0mmx15mmx150cm express¿ vascular sd stent was advanced for treatment. However, it was noted that stent delivery system was kinked and partially broke. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an express sd premounted stent system with stent. The balloon was loosely folded and the stent is secure between the markerbands. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. The stent is kinked/damaged 7mm from the proximal edge of the stent. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the renal artery. A 7.0mmx15mmx150cm express vascular sd stent was advanced for treatment. However, it was noted that stent delivery system was kinked and partially broke. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.